Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed. The customer mentioned that she was vomiting prior to her admission. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the bolus history and found some missing meal boluses. Instructed the customer to change the infusion set and reservoir, and if her high blood glucose persists to call back for further testing. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.